Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior (lad) coronary artery with heavy calcification and mild tortuosity and 90% stenosis. The 3.00x20 mm nc traveler balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted with the anatomy. The balloon was inflated once to 12 atmospheres (atm) and ruptured. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.